Event description:
A customer reported an issue with a battery not holding charge. There was no adverse impact to the customer¿s blood glucose level. The customer declined a transfer to technical support for further assistance, and no additional actions were noted.